Manufacturer narrative:
Evaluation summary: the device was not returned. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two cases where the residual refraction has been a lot more myopic than expected after the patients had micro-stent implanted. There are two reports associated with this file. This is for the first patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).